Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl. The customer alleged that the pump was not working properly. Additionally, customer reported that the insulin gauge was displaying an inaccurate fill estimate. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin and blood thinners. Reportedly, the customer was released on (B)(6) 2019 with the issue resolved and no permanent damage. Multiple contact attempts were made by tandem technical support to instruct the customer to upload pump data for analysis; however, the customer did not upload data and did not respond.